Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001526350-2023-01095, 0001526350-2023-01096, 0001526350-2023-01097. The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the calibration and test cut could not be checked due to a bent comb. The comb, bottom roll, and 2 washers were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to tolerance stack-up revealed that the carrier could interfere with the comb resulting in deformation of the comb. The comb is a thin stainless steel component and is not always resistant to deformation when interference conditions are presented. There is no mechanism for repeatable cutter installation and removal. Installation and removal of the cutter where the blades catch the tines of the comb can result in deformation to both the comb tines and cutter blades. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the device was not functioning correctly. There was no harm or delay reported. Due diligence is complete. No additional information available. At product evaluation investigation the calibration and test cut could not be checked due to a bent comb. No adverse events were reported as a result of this malfunction.